Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) disconnected from the set prior to the alarm and reconnected after. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Event description:
A home patient (hp) reported to baxter that their home choice (hc) machine alarmed with a system error (se) 2240 during drain. The hp was not connected to the machine at the time of the alarm. The hp disconnected from the set prior to the alarm and reconnected after. Technical service representative (tsr) explained the message to hp and informed her to recycle the machine and then se 2367 occurred. The tsr informed hp to start over using new supplies. The hp said a nurse set the machine up for her. The tsr informed to contact the nurse and let her know or use manual bags that night. No clinical consequences for the patient were reported